Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the lens tore. There was no patient contact or injury. Another same model lens was implanted.